Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient's system was removed due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. The full lead was returned for evaluation. Returned product analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Electrical testing found the continuity was complete in the distal conductor. Electrical testing found the continuity was complete in the proximal conductor. Electrical testing found the continuity was complete in the proximal conductor. Setscrew marks were noted centered on the connector pin(s). If information is provided in the future, a supplemental report will be issued.